Manufacturer narrative:
The probable root cause for a broken conductor cap is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. Furthermore, the probable root cause for a missing retaining ring is attributed to a manufacturing process failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken conductor wire cap at the distal end, which exposed the conductor wire. The fragment measured approximately 0.25" x 0.26" and was not returned with the instrument. The conductor wire insulation was not damaged and the instrument passed electrical continuity test. Additionally, the instrument was found to have a broken monopolar yaw pulley post. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.05 x 0.11. The conductor wire cap at the distal end was also fractured, resulting in exposure of the conductor wire and the yaw pulley post. These conditions are consistent with distal mechanical impact or overload. The instrument housing was removed for internal inspection. An instrument roll bearing was found dislodged from its intended location and stuck onto the internal magnet within the housing. The retaining ring that normally secures the bearing was missing. The complaint regarding broken gears was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during central processing, permanent cautery hook (pch) instrument had a broken gear. There was no report of patient involvement.